Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date and device unique identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device interrogation in clinic revealed variable pump flows. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log which contained data from (B)(6) 2018 and observed no external power event on (B)(6) 2017 at 8:31:32 am, while the patient¿s lvad system was connected to the mobile power unit (mpu). During the no external power event, the internal battery operated the system and there was no interruption in pump support. The customer was informed that the no external power event may have been potentially caused by the mpu power cord coming loose at either the mpu ac power cord connection or the mpu ac power cord ac wall outlet connection. Additional information was requested but not provided.